Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the compliant device was not received for investigation. The following investigation is based on the image(s) provided by the sales consultant. The image(s) was reviewed, and the complaint condition could not be confirmed for pain. Since the device was not returned, dimensional, material and drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) titanium distal femur plate and eleven (11) unknown screws due to thigh pain. There was no surgical delay. All devices were successfully removed. Patient outcome was unknown. This complaint involves twelve (12) devices. This report is for one (1) unk - screws: trauma. This is report 8 of 10 for (B)(4). This report is linked to (B)(4).